Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced cardiac arrest and received external shocks from paramedics and was admitted to the hospital. Review of stored device memory noted an episode of high rate pacing at approximately 110-120 paces per minute prior to a potential premature ventricular contraction (pvc) and then the patient went into ventricular tachycardia (vt), which, was suspected to have deteriorated into ventricular fibrillation (vf) and the device was noted to be pacing into the rhythm. The patient was noted to be stable. The device was explanted and upgraded to an implantable cardioverter defibrillator (ICD) a few days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.